Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product error/ contribution regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot code y6cbn1. A search of the complaint database search finds one additional reported incidents against both lot codes 1809720 and 1186886 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is considered closed.

Event description:
Patient revised to address loose cup.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges fracture of bone, metal wear and metallosis. Added lawyer, law firm, revision hospital, surgeon, updated product details in ips and updated patient harms. Doi: (B)(6) 2004 - dor: dec 26, 2008 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.